Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0y045, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that the patient was unable to urinate since implant. The implantable neurostimulator was checked with the patient programmer and it was off at 0.0v. The patient had met with a manufacturer's representative (rep) and was wondering if she could use stim or not. The hcp was told by the managing physician that the patient was to be catheterizing herself until she was seen for follow up appointment. At the time of report, the patient was hospitalized from the implant surgery that occurred on (B)(6) 2015. She was to be sent home on (B)(6) 2015. Additional information from the rep on (B)(6) 2015 reported that the patient forget the information she gave her on the morning of her implant. The patient could not remember how to turn her stimulator up but the rep walked her though how to do it. The reason for the patient staying overnight at the hospital was noted to be unrelated to the implant as she planned on staying prior to her surgery. The rep was no made aware of any implant related or reportable issues except the need for help with the patient's programmer. There was no further information provided. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.